Event description:
It was reported that pump experienced malfunction with code 12, and no notable events occurred before issue. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, was guided through pump reset, did not experience repeat malfunction after reset, and was instructed to continue using pump and call back if malfunction recurred, which customer acknowledged and understood.